Event description:
It was reported that a dissection occurred requiring additional intervention.The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (LAD) artery. Following predilatation with a 2.0 x 15mm non-Boston Scientific (BSC) balloon, a 3.00 x 38mm Promus Elite MR drug-eluting stent (DES) was inflated to 15 atmospheres and successfully deployed. However, a flow-limiting dissection occurred at the proximal stent edge. Subsequently, an additional DES was deployed to cover the dissected area, followed by post-dilatation with a 3.50 x 12mm non-BSC balloon. The procedure was completed successfully, and the patient remained stable post-procedure.

Manufacturer narrative:
Investigation Results:Media Review:Photo shows an opened Promus elite packaging box with the device positioned within the protective hoop. However, the image is not relevant to the reported event.Device Analysis Findings:The stent was implanted and the stent delivery system will not be returned for analysis; therefore, a technical analysis could not be performed.Device History Record Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Adverse Event Related to Procedure. This code was selected as the most probable complaint cause based on the information available. Dissection is listed within the Instructions for Use (IFU) as potential risk associated with the procedure and use of the Promus device. The reduced blood flow is a consequence of the reported dissection and requirement for additional device was due to procedural factors. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU.